Event description:
It was reported that the front case with keypad is being replaced.

Manufacturer narrative:
(B)(4) is duplicate of (B)(4) and MDR for this suspect is actually accounted for 393896.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the front case with keypad is being replaced.